Event description:
The customer called reporting they were receiving "hi" and "lo" error messages on their freestyle meter. The meter has been returned and, through the course of investigation has been discovered to have suffered the memory overwrite malfunction.

Manufacturer narrative:
Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.